Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g130 scaler, the insert tips were heating up; no injury resulted.

Manufacturer narrative:
The technician found that the tubing on the water hose was kinked. According to he risk document, this can lead to the tip of the insert heating up. In addition restricted water flow from debris can also result in a hot insert tip.